Event description:
Device 1 of 2: please see MFR's report number 1627487-2010-01361 for device 2. On (B)(6) 2010, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that the patient was experiencing pain at the ipg pocket and that blood and a creamy substance were leaking from the site. The patient was immediately scheduled for a revision. The ipg pocket and lead site appeared to be infected and were draining and tender to the touch, so the doctor decided to explant the system. A culture was taken and the pt was put on IV and oral antibiotics. It is unk what type of infection the pt had.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.